Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, during reboot, the screen was stuck at ¿initializing peripherals¿ and the system did not reboot. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the initializing screen during reboot and would not reboot. A field service engineer found the machine displaying a blank black screen, inspected all drawers and reimaged the anesthesia machine. After reimaging, the pyxis anesthesia station was functioning properly and the system operated as expected. The system functioned as intended after the field service engineer repaired the device.